Manufacturer narrative:
Initial reporter's phone number extension: ext (b)6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgery, it was observed that the motor device would not work. According to the report, the device did not give an error message, did not make any noise nor did it attempt to start while stepping on the pedal. It was further reported that the device was tested post-surgery and gave an e2 message even though it was not locked. There were no delays in the planned surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device e2 error ws not visible however the motor did not rotate and displayed e8 and e9 error codes showing on console intermittently. It was further reported that the device would not run. Therefore, the reported condition was confirmed. The assignable root cause was determined to be wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.